Event description:
The customer reported the device works fine on ac power but does not turn on with battery intermittently. The device was plugged in to work on a patient. The device worked normally once plugged in. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.